Event description:
It was reported that patient had lost their patient programmer. Replacement was to be sent out. It was reported that the patient experienced an overstimulation sensation after going into their doctor¿s office to have their stimulation adjusted. The patient was good all day however when going to bed and lying down it was over stimulating. It was explained that when the patient had lain down it sent "more shock" to their body. Patient described that the night previous when they went to bed it felt like their body was getting shocked. Patient explained they hoped they wouldn¿t have to deal with not having a programmer too long, because they had no way of adjusting their stimulation.

Manufacturer narrative:
Product event summary #reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The information in the file was insufficient to evaluate and investigate because no additional information was received to indicate a root cause or resolution of the patient's complaint of overstimulation. The ins remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ins. The event was reviewed for previous investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. The investigation of the ins is inconclusive because of insufficient event information. Concomitant medical products: product ID: 3037 lot# serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v627030 implanted: (B)(6) 2011, product type lead. Product ID: 3889-28 lot# v627030 implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
Additional information received from the patient reported that often she leaned on the device and when she lay on the floor, in a bathtub, or against the wall, she had shocks throughout her body and it was like a taser. An event date of (B)(6) 2016 was noted.